Event description:
The physician reported that the device in question did not detach. The physician checked the marker position, continuous flush and the batteries. After 20 minutes, he detached the coil using mechanical force. The coil teared off and is in position. The physician completed the case with this device. The physician reported the patient is doing fine.

Manufacturer narrative:
The device in question was not returned to boston scientific for further investigation as it was implanted into the patient. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. Boston scientific will conduct a review of the device history record (DHR) and a supplemental report will follow.